Manufacturer narrative:
(B)(6) date sent: 7/2/2020 investigation summary the analysis results showed that one ecr45b cartridge reload was received. The reload was received with no apparent damage and fully fired. As the returned reload was received fully fired, no functional test could be performed due to the condition of the reload. The event described could not be confirmed as the cartridge was received fully fired. Additional information received: according feedback from the sales rep, after fired with ecr45b, noted oozing, and the staple line and cut line are both complete. To stop oozing with suture. No blood transfusion required.

Manufacturer narrative:
(B)(4). Batch #: r5c05c. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a right lower lobectomy, the device would not fire with an ecr45w reload on the first firing, then changed to another ecr45b load. After firing, some staples were malformed with irregular shapes. Another device was used to complete the procedure. There was no patient consequence reported. No additional information could be provided.